Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was unable to be recovered in two stations and a fst is requested onsite. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the drawer latch magnet dropped off. So, fse replaced the latch magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.